Event description:
An alarm, specifically alarm 2 followed by alarm 26, was reported by the customer, who also experienced recurring occlusion issues over the last 3-4 months. It is unknown if the customer's blood glucose level exceeded 500 mg/dl, but the caller does not believe it did. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.